Event description:
It was reported that patient felt like her device wasn¿t working anymore and she was wetting her pants and getting up twice a night. This had started 3-4 months prior and the onset of her symptoms was sudden. The patient drank 120oz of water per day and it wasn¿t holding like it used to. She hadn¿t had any falls or trauma and wanted to know if the lead could move. She had been to two amusement parks since implant and went on rides. The patient increased stimulation and when she did this, it was causing pain on the outskirts of the right side of her vagina. When she went ¿number two,¿ it hurt worse. The patient felt stimulation on the edge of her vagina, not in the middle, and this is where she had always felt stimulation. The device was on program 4 at 3.5 volts. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va034m2, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).